Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported five days after implant that the patient's right ventricular (rv) lead perforated the heart leading to diaphragmatic stimulation. Pacing in the ventricle was then turned off to prevent the diaphragmatic stimulation. Two days later the rv lead was explanted and the patient underwent a thoracotomy to repair the perforation. An rv epicardial lead was implanted after completion of the repair. The patient was transferred to the cardiothoracic intensive care unit post-operative. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.